Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of greater than 400 mg/dl; cause was not known. Customer tried to address the elevated bg by a correction bolus via the pump, manual insulin injection, and changed out pump supplies. Customer went to the emergency room and was ultimately admitted to the hospital. Customer was treated with saline and magnesium. Treatment resolved the issue and there was no permanent damage. The customer was released from the hospital on (B)(6) 2023. Ultimately the customer reverted to an alternate method of insulin delivery.